Event description:
The graft was implanted in 1996 for an abdominal aortic aneurysm repair. As of 2004, the pt is experiencing chest discomfort. An examination in the doctor's office and an EKG did not reveal any problem with the pt's heart. The pt is presently being treated for an ear infection.